Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Episodes of non-sustained tachycardia and ventricular fibrillation were also noted just days after the patient began abstaining from all medications. The lead remains in use and no further patient complications have been reported as a result of this event.